Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, it was noted that therapy was not delivered during an episode upon the first attempt by the device, but was delivered upon the second attempt. An x-ray was performed, but no damage was visible. The lead was abandoned, capped, and replaced.